Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? Unknown. Date and name of index surgical procedure? Unknown date - robotic hysterectomy. The diagnosis and indication for the index surgical procedure? Unknown. Relevant patient history? Unknown. Any concurrent use of other products? No. Lot #? Unknown. What was the intended use of the surgicel? Achieve hemostasis. Where was the surgicel used (on what tissue)? Vaginal cuff and pelvic sidewalls. How much surgicel was used during the procedure? 3 grams (1 device). Was the surgicel product left in place? Yes. Wahe excess irrigated and removed? No excess. What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Unknown. Has any surgical or medical intervention been performed? Vaginal drainage and antibiotics. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? - surgeon didn¿t know if bad luck but only used surgicel powder once and the patient developed an abscess. What is the patient¿s current status? When last spoken to surgeon she released the patient approx 8 weeks post op.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on an unknown date and an absorbable hemostat was used. The patient came back and they had an abscess. Patient was treated with antibiotics as well as drained vaginally. Additional information was requested.